Event description:
It was reported that during device preparation of a triclip steerable guide (tsgc), the hemostasis valve could not hold column. All steps were followed per instructions for use (IFU). A second attempt ended with the same result. The 3-way stopcock was replaced and a loss of column was observed for a third time. The device was replaced to complete the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.